Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had a cracked reservoir tube window, minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially called to report he had been experiencing high blood glucose for the past two or three days. Blood glucose value was 340 mg/dl; current reading is 163 mg/dl. Troubleshooting was done and no issues were found. The high pressure test was not performed as the customer did not have a tubing clamp. The customer then reported that the insulin pump alarmed motor error the day before. He took it to the endocrinologist and the doctor found it has a crack near the reservoir window. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.